Event description:
Spontaneous call from nurse (B)(6) who stated she will be infusing client today and will check out the pump with the new tubing. She will call us back today to let us know if pump replacement is needed. She was getting error message air in line and alarm was going o intermittently during infusion. No further information provided. Is the actual device available for investigation? No. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? No. Ff yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved the pt received a new plug. Please provide lot #, expiration date and serial number? Unknown. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient clinical injury? No. Reported to (B)(6) by: health professional.